Event description:
On (B)(6) 2011, the pt reported his infusion device will not power on and the display is blank. He stated e2 (battery depleted) error was displayed but a2 (battery low) alert did not appear. He stated he has inserted multiple new batteries, but the infusion device will not turn on. He stated the battery was inserted correctly. He stated he has never changed the battery cover, and the battery spring fell out of the infusion device. He was advised on battery cover changes. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced. The infusion device, battery, and battery cover were requested to be returned for eval.